Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time. (B)(4).

Manufacturer narrative:
Investigation findings are not available at this time.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She is planning to visit her doctor to ensure all pieces are removed. No further information is available at this time.